Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate bursts anti-tachycardia pacing (atp) and three shocks for an atrial arrhythmia. The patient ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after atp therapy was delivered, the third shock manage converted the rhythm for the atrial fibrillation (af). Ts reviewed the findings with the health care professional (hcp) and as there were limited programming options, and recommended evaluating rate medication options. No additional adverse patient effects were reported. This ICD remains in service.